Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient is a 50-year-old female who underwent elective placement of an impella 5.5 via right direct surgical aortic access on (B)(6) 2026 at 12:36 pm for hemodynamic support. Pre support clinical status was consistent with scai shock stage d. On (B)(6) 2026, the patient developed acute postoperative cardiac tamponade and was returned urgently to the cvor for chest exploration and evacuation of a hematoma, requiring administration of multiple blood products. On (B)(6) 2026, the patient again returned to the cvor for repeat washout, with the chest initially left open, followed by a subsequent return the following day for additional washout and chest closure. The impella 5.5 device remained in place throughout these events and continues to provide support. Based on the information available, the patient¿s clinical complications were attributed to acute postoperative tamponade and surgical bleeding rather than to device performance. At the time of this report, the patient remains on impella 5.5 support.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the patient-device interaction was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Event description:
The patient is a 50 year old female who underwent elective placement of an impella 5.5 via right direct surgical aortic access on (B)(6) 2026 at 12:36 pm for hemodynamic support. Pre support clinical status was consistent with scai shock stage d. On (B)(6) 2026, the patient developed acute postoperative cardiac tamponade and was returned urgently to the cvor for chest exploration and evacuation of a hematoma, requiring administration of multiple blood products. On (B)(6) 2026, the patient again returned to the cvor for repeat washout, with the chest initially left open, followed by a subsequent return the following day for additional washout and chest closure. The impella 5.5 device remained in place throughout these events and continues to provide support. Based on the information available, the patient¿s clinical complications were attributed to acute postoperative tamponade and surgical bleeding rather than to device performance. After 10 days of support the pump was successfully weaned and explanted. The patient survived the event of tamponade.

Manufacturer narrative:
Section d4 catalog number was corrected. H6 medical device problem code code was updated from a24 to a01.

Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
Additional information was received and provided, clarified details of the event noting the patient went back to the operating room for evacuation of the tamponade, and a subsequent washout with chest closure the next day. Information also provides the patient's outcome after impella support. The patient was successfully weaned from impella support, and the pump was explanted with a survived outcome. The pump is not available for return per the report. Note: explant date of the impella device was recorded in follow-up 1 report.